Event description:
It was reported the patient could not exit MRI mode. Currently there are no interventions planned. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Manufacturer narrative:
Date of event is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (b)6)2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an unrelated surgery.

Manufacturer narrative:
The reported event of unable to disable MRI mode was confirmed based on the as-received state of the ipg being in MRI mode and the ipg not being able to bond to the programmer based on the log data. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics during analysis. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode. When MRI mode is enabled and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer/patient controller will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended. MRI mode functioned normally during analysis.

Event description:
Additional information received indicates the ipg was replaced to address this issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.